Event description:
Medtronic received information that due to a severe paravalvular leak (pvl) on the first implanted valve (reported in medwatch number 2025587-2014-00182), a second valve implant was required. The patient recovered however two days post implant complete heart block (chb) was noted. Electrophysiology (ep) was consulted and advised permanent pacemaker placement which was implanted twelve days post index procedure.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).